Event description:
It was reported that during an esophageal stenting procedure, resistance and deployment difficulties were encountered. The lesion was located in an unspecified portion of the esophagus. The ultraflex esophageal 18 mm x 12 mm stent delivery system (sds) was advanced to the lesion. Upon attempting to deploy the stent, resistance was encountered and the stent was "very hard to release". The stent was retrieved by unspecified means and another of the same device was used to complete the procedure. The pt's status is reported as "stable".